Event description:
Per independent repair center statement the unit was alarming or red light and shutting down. The key failure was the sieve beds were contaminated. Additional malfunctions include the heat exchanger for the compressor were leaking, the muffler for the manifold were contaminated, the hose clamp for the sieve beds were defective, the tie wraps for the manifold were contaminated, the rexroth for the manifold were contaminated, and the pilot valve for the manifold were contaminated.